Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented for a routine follow-up, an undefined capture anomaly was observed. The lead was capped and replaced. The patient condition before, during, and after the event was normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented for a routine follow-up, noise, loss of capture, and gradual increase in pacing lead impedance were observed. The lead was capped and replaced. The patient condition before, during, and after the procedure was stable.